Event description:
During use of vein harvesting, blood infiltrating clear plastic cap, which should be sealed.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: electrosurgical, cutting & coagulation & accessories.

Event description:
During use of vein harvesting, blood infiltrating clear plastic cap, which should be sealed.